Event description:
The customer states that when the blades are removed from the handle the back half of the blade breaks. This occurs post op so does not affect the patient or procedure. As far as they know they are using correctly. The customer would like to know if this is common and if we have instruction for use.